Event description:
This 50 year old female underwent bilateral removal of breat implants and total capsulectomies on 4/14/92. This patient had bilateral augmentation mammoplasties in 1985;manufacturer unknown to this reporting facility. Gross description: a 1 cm incisional defect is noted in the tissue capsule, with a 1 cm. Defect in the implant through which exudes silicone material. The left implant is intact. The capsules show fibrosis, chronic inflammation and macrophagic infiltratesdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other, none or unknown. Invalid data - on device destroyed/disposed of status.